Event description:
It was reported that the patient experienced diaphragm stimulation from the left ventricular lead. The physician elected to explant and replace the lead. The patient condition was stable.